Event description:
The facility reports that the patient was being transferred from the bd. When the patient was about four inches off the bed, the left-hand sling shoulder clip broke and the patient fell back into the bed. No injuries were reported. MFR rep no. Ir0805-0136.

Event description:
The facility reports that patient was being transferred from the bed. When the patient was about four inches off the bed, the left-hand sling shoulder clip broke and the patient fell back into the bed. No injuries were reported.